Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that fridge door failed. Field service engineer confirmed that issue was resolved by customer. The system functioned as intended after customer resolved the issue.

Event description:
It was reported by the customer that a pyxis medstation es system fridge door failed, which caused delay in dispensing the medication. There were no adverse events or injuries reported based on this event.